Event description:
(B)(4) article was published concerning the incident. In (B)(6) hospital staff discovered a leak in one of its linear endoscopes, an instrument used to help diagnose cancer or gastroenterological malformations. Once tests were performed on the instrument, it was discovered hospital staff had not been properly disinfecting it for the past eight years. During that period - from june 14, 2005, until may 1, 2013 - nearly 1,000 patients at (B)(6) came into contact with that endoscope. The hospital has a record of each of those patients, and it is hoping that all will respond to an invitation to be tested for (B)(6). Medivator's (B)(4) distributor supplies dsd-201 automatic endoscope reprocessor to (B)(6). It is unknown if a medivator's aer unit was involved in reprocessing the suspect endoscope. However, vantage representative received a report of blood dripping in a reprocessed scope during this time period. Vantage representative urgently responded with a supply of proper hookups and facility updated protocol. Details concerning individual patients involved is unknown. (B)(4) article indicated a recall of 1000 patients was initiated to preform a precautionary set of patient tests for communicable diseases such as (B)(6).

Manufacturer narrative:
It is not suspected medivator's unit is the cause of the incident. It appears based in the article, it is a user/facility issue concerning the use of an endoscope with a tear in the sheath and it being reprocessed incorrectly. To date there is is no confirmation as to when the patient recall and testing began or of any confirmed injuries/infections. Medivators will continue to monitor the situation. If any new information and/or confirmed injuries is reported, regulatory will review and determine if further action is required. (B)(6). Methods: analysis was not completed due to the fact this situation was based on an article and the time period spanned from june 14, 2005 until may 1st, 2013. Medivator's distributor, vantage provided inservice to facility concerning the inadequately reprocessed scope with blood remaining within a channel. Again there were no reports of injuries. Vantage assisted the facility with inservicing and provided appropriate accesories. Units unavailable for evaluation.